Event description:
It was reported that a patient and her caregiver were complaining of left vocal cord paralysis about a month prior to the report of the event. The patient was seen by an ent physician who recommended the patient see a neurologist to discuss the possible relation ship to vns. It is unknown if the ent diagnosed lest vocal cord paralysis at this time. The patient's vns settings were adjusted in an attempt to alleviate the symptoms diagnostics were run on the device and showed lead impedance within normal limits and the battery life was adequate. No further relevant information has been received to date.